Event description:
Boston scientific received information that this tachy device and right atrial (ra) lead system exhibited high, out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms. Additional information made available from the field noted that the cause of the oor measurement was not determined and that the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.